Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was having accuracy issues in their spine procedures using the navigation system and imaging system.  There was no reported impact to patient outcome and a reported delay of less than one hour.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)). H3: no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the site has faced issue in multiple long segment spine fixation cases. Inaccuracy were faced in cases performed on (B)(6). All of these were cases where fixation was for more than 2/3 levels. There was approximately 5mm in inferior and superior directions; gross inaccuracy in medial and lateral directions. The clinical workflow for l1-l5/s1 procedures were as follows: the navigation system was position on the caudal end. There was adequate exposure of l1-s1 levels. Short clamp and stealthair reference frame on s1 spinous process. The clamp held the spinous process snuggly. They checked for serrations on the clamp and the appeared to be sharp enough to hold the spinous process. There was a low dose or standard 3d spin was taken with a patient in apnea. Immediately post the 3d spin, the surgeon started with screws. They used the orange and grey navlocks with awl sharp, thoracic probe, 4.5mm legacy cannulated tap followed by screws. They have observed the case with the same workflow. Immediately after the spin they asked the surgeon to check the accuracy at each level. They used all three instruments to check the accuracy. At l1-l2 levels there was an error of 2mm to 3mm. They put the instrument at spinous process, lamina, pedicle entry and the instrument was seen to be in air or at different location other than the anatomy. They have observed the farther they go from the reference frame the error was displayed in the navigation. L3-s1 accuracy showed perfect at the same t ime. They were having received complaints from the surgeon mentioning the same described issue in multiple cases of similar long segment fixations.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. The inaccuracy was observed during clinical case. Observed by changing the instruments, replaced ssd, reloaded software and done tracker calibration. Machine was working okay for 15 days. Again reported same issue, checked by placing demo machine and no issue observed on demo machine. Suspected issue with navigation camera and replaced camera. As it was intermittent issue and multiple parts were replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version #: 2.1.0 ; product ID: 9735821, lot/serial #: unknown ; product ID: 9736356, lot/serial #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 additional information: medtronic was made aware of multiple occurrences of inaccuracies that occurred on this system. Medtronic was not made aware of these as they occurred, but after the fact. The following reports are related to this event: 1723170-2025-03043, 1723170-2025-03044, 1723170-2025-03045, and 1723170-2025-03146. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.